Event description:
Facility reported that 30 minutes into the treatment, the patient complained of a headache and a sore throat. Blood was spun and "showed some hemolysis". Thirty minutes later more blood was spun and "showed more hemolysis". The patient was sent to the ER and subsequently admitted to the ICU. The patient received one (1) unit of blood and is in stable condition.